Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was noted to be slightly indented on one side. The pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose was 92 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.